Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided; cause was unknown. Bg was addressed via consumption of carbohydrates. Tandem technical support reviewed pump data logs and found that the pump performed as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.